Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) precautions state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported that following a percutaneous coronary intervention (pci), a 6f angio-seal sts plus was selected for use. A pre-deployment angiogram was performed but no detailed information on the punctured artery is available. After the angio-seal was deployed, the physician suspected a vessel occlusion and performed an angiogram. The physician was considering a percutaneous peripheral intervention (ppi) but eventually a prosthetic graft replacement was performed and the angio-seal was removed. Surgical findings revealed a dissection in the inferior wall, and the anchor was stuck on the dissected portion and occluded the artery. The cause of the aortic dissection is unknown. No additional information was available.